Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 210 mg/dl at the time of the incident. The customer stated that the insulin pump alarm kept reoccurring. Troubleshooting was provided. The insulin pump will return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Insulin pump was received with motor related error alarm during rewinding due to moisture damage on electronic assembly. Insulin pump was received with corroded battery tube.